Event description:
It was reported the customer had a delivery anomaly on their insulin pump. The customer's nurse stated unprogrammed boluses were being delivered to the customer's body. The customer's blood glucose was 40 mg/dl. The nurse stated the customer's blood glucose was treated with juice. It was also found the customer's blood glucose declined to 30 mg/dl and a 1.5 unit bolus was delivered to the customer. The nurse stated the customer was shaking due to their low blood glucose. Troubleshooting did not find any issues with the customer's insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test, motor tests and displacement test. The unit was monitored for 4 days and no unexpected bolus delivery anomaly noted. The button trace event file was overwritten. The unit was unable to determine if bolus was manually programmed. However, unit was downloaded to carelink and a 8.0 bolus at 4:27 am and a 1.5 bolus 8:29 am were found on (B)(4) 2015. The unit was received with minor scratched lcd window.